Manufacturer narrative:
The biomedical engineer reported that the multigas unit was having calibration issues and the co2 was showing 10-12 mmhg when it should be 0. Also, the pump was running very loud compared to other gas units they have. No patient harm was reported. The customer requested a loaner and sent the device in to nihon kohden for evaluation. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The biomedical engineer reported that the multigas unit was having calibration issues and the co2 was showing 10-12 mmhg when it should be 0. Also, the pump was running very loud compared to other gas units they have.

Manufacturer narrative:
H10: additional narrative: the customer reported on (B)(6) 2018 that the unit ag-920ra;sn: (B)(6) was loud. Service requested: the customer sent in the defective unit for repair/evaluation. Service provided: the unit was cleaned and evaluated. The reported problem of "pump is running very loud compared to other gas units" was duplicated. The customer was sent a loaner unit. Investigation result: the multi-gas unit ag-920ra was loud. The multi-gas unit was placed into service on 10/24/2012, which is 5 years prior to the reported issue. A review of device history found no previously reported issues with the unit or nka servicing. The unit was returned, and evaluation confirmed the reported issue of unit is running very loud compared to other gas units. The issue was resolved by replacing the gas sensor unit. The unit operated to manufacturer specification. The cause of the issue was determined to be failure of gas sensing unit (cd-237p). The root cause of the issue was unable to be determined. Ag-920ra multi gas unit service manual provides troubleshooting of the multi gas unit and advises customer on proper action to take. The device was in use with a patient and there was no reported patient harm. The customer's repaired unit was sent back on (B)(6) 2018 and no complaint subsequent to the return of the repaired device has been reported. Review of the device history record (DHR) shows that the unit has no history of ncmr, CAPA, refurbishing, or other suspected defects. Corrected information: g4. Date received by manufacturer: should be 04/23/2018 not 05/23/2019 as listed on MDR initial report. Additional information: b4. Date of this report. F6. Date user facility/importer became aware of the event. F7. Type of report. F11. Date report sent to FDA. F13. Date report sent to manufacturer. G4. Date received by manufacturer. G7. Type of report. H2. If follow-up, what type? Additional information. Correction. Device evaluation. H3. Device evaluated by manufacturer? H6. Event problem and evaluation codes. H10. Additional manufacturer narrative.

Event description:
The biomedical engineer reported that the multigas unit was having calibration issues and the co2 was showing 10-12 mmhg when it should be 0. Also, the pump was running very loud compared to other gas units they have.

Manufacturer narrative:
The biomedical engineer (bme) reported that the multigas unit was having calibration issues and the co2 was showing 10-12 mmhg when it should be 0. Also, the pump was running very loud compared to other gas units they have. No patient harm was reported. The customer sent the unit in for evaluation. The unit was cleaned and evaluated. The reported problem of "pump is running very loud compared to other gas units" was duplicated. All malfunctioning parts were replaced. The unit was tested per operator's/service manual and completed 24 hours of extended testing. The unit operators to manufacturer's specifications.